Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition that the attachment device was having difficulty locking and unlocking attachments and was not locking the burr devices into place was not confirmed. However during repair, it was observed that the device had vibration. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device was observed to have difficulty locking and unlocking attachments and was not locking the burr devices into place. During in-house engineering evaluation, it was determined that the device was noisy, failed vibration assessment and the bearing were contaminated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.